Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis symfony optiblue intraocular lens, model zxv375 that has a similar device, tecnis symfony iol model zxt375 which is distributed in the united states under PMA p980040. Device evaluation: product testing could not be performed since the product was not returned for evaluation as it remains implanted. The customer's reported complaint could not be verified. Manufacturing records evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Investigation results reveal there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxv375 intraocular lens (iol) was implanted in the patient¿s left eye on (B)(6) 2019. Postoperative distance vision was 1.2. Reportedly it was hard to see on (B)(6) 2019. A diagnosis of endophthalmitis and vitreous surgery was performed on (B)(6) 2019. However, culture result showed no bacteria detected. Patient was recovering after the treatment surgery. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.